Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 112 mg/dl. The customer reverted to an alternate method of insulin therapy. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.